Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a calibration error alert and a change sensor alert. The customer's blood glucose level was 139 mg/dl. The customer reported low blood glucose levels in the low 50 mg/dl range. The customer was advised that the product would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, performed the continuity resistance test and the sensor failed per specifications.